Manufacturer narrative:
B3: september is the month of the event provided but no exact date provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis. The reported problem was verified by functional testing. The cause was due to the intermittent issues with the downstream occlusion(dso) sensor, the sensor was replaced.